Event description:
Customer reported a power source alert with the pump, but declined to answer whether their blood glucose level exceeded 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level reported. Despite attempts to resolve the alert by using different wall adapters and charging cables, the issue persisted. Technical support decided to replace the pump, with the customer shifting to manual insulin delivery using multidose injections in the interim. The customer received instructions on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label.